Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to customer's blood glucose level. Customer resolved issue by changing infusion set and cartridge and resumed insulin therapy.